Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump has been acting up. The customer's blood glucose was unknown. Customer stated that her pump has been shutting off when the battery icon is full and not giving her the right amount of insulin. Customer stated that she was replacing her battery daily. Customer stated that she did not want to do any troubleshoot for the issue she just wants a replacement because her doctor stated that she needs a new one. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).